Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to a misinterpretation of the patient's heart rhythm. The patient tolerated the shock well. The ICD was reprogrammed, and the patient is recovering.